Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00483.

Event description:
It is reported the twist drill came out of the locking mechanism of an iq driver. The surgery delay is less than 10 minutes. More information has been requested but has not been received at this time.

Manufacturer narrative:
Two iq 1.4mm drills were returned without packaging. The drills were visually evaluated and both were found to be in good cosmetic condition; minor discoloration was observed on one of the drills. The drills were functionally inspected and dimensionally inspected. Both parts slid freely vertically in and out of the functional gage and held in place laterally. Critical features were found to be within specification. The complaint for the drills was unconfirmed as both parts were found to be within specification. There are no indications of manufacturing defects. This is supplemental report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00483 and will be submitted upon the completion of its product evaluation.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Based on the product return, the following fields were updated. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00483.